Manufacturer narrative:
(B)(4). Batch # p93d2x. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that the white tissue pad was fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.